Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced an o2 sensor alarm. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Vyaire medical's field service representative (fsr) went on-site to evaluate the customer's reported issue. The fsr was unable to duplicate the reported issue. The fio2 was calibrated. Ovp performed and passed per vela service manual.